Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of clock not being synced on the controller and no external power alarm was confirmed. The patient had a controller exchange a few weeks prior which is covered under a separate event during which the clock on the controller from this event was not set prior to use. When the clock is not set (or is lost) the initial date/time defaults to (B)(6) 2000 at 00:00. Per the log files it was identified that a no external power alarm activated due to simultaneously disconnecting the power cables. The backup battery was able to provide power to the pump for a minimum of 2 hours, per the IFU the backup battery is designed to power the system for up to 15 minutes if the main power source is lost. The total loss of power would have resulted in a system stop and when power was restored the initial date/time defaulted to (B)(6) 2000 at 00:00. The returned system controller functioned as intended throughout testing. The event log files spanned approximately 11 days ((B)(6) 2000 per the timestamp). The controller clock was not synced and continued to run starting from default timestamp of (B)(6) 2000 at 00:00. A no external power alarm activated on (B)(6) 2000 at 09:59 due to simultaneously disconnecting the power cables. The backup battery was able to provide power to the pump during the alarm. Per provided information, the no external power was caused by the ems. The controller was reconnected to a power source at unknown time and had a clock reset back to default timestamp of (B)(6) 2000 at 00:00 indicating that the backup battery was fully depleted. The controller was not reconnected to a driveline. No other notable alarm was observed. The periodic log files contained 256 events spanning approximately 11 days ((B)(6) 2000 to (B)(6) 2000 per the timestamp). The controller clock was not synced and continued to run starting from default timestamp of (B)(6) 2000 at 00:00 activating controller clock corrupt alarm. No external power alarm activated on (B)(6) 2000 at 10:57 due to loss of external power. The backup battery was able to provide power to the pump up to (B)(6) 2000 at 11:57; the event log files showed that the controller started using backup battery on (B)(6) 2000 at 09:59. This indicates that the backup battery supported the system for a minimum of 2 hours before the battery fully depleted causing the pump to stop. The onset and the end of the alarm cannot be observed on the log file as periodic log file capture events at specific time interval. No other notable alarm was observed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the clock not being synced on the controller and a no external power alarm was confirmed. The log file spanned approximately 11 days (13jan2000 to 24jan2000 per the timestamp). The controller clock was not synced and continued to run starting from the default timestamp of 01jan2000. A no external power alarm activated on 24jan2000 at 09:59 due to simultaneously disconnecting the power cables. The backup battery was able to provide power to the pump during the alarm. Per provided information, the no external power was caused by the emergency medical services (ems). The controller was reconnected to a power source at an unknown time and had a clock reset back to the default timestamp of 01jan2000 00:00 indicating that the backup battery was fully depleted. The controller was not reconnected to a driveline. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6) , was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without producing any alarms. The controller functioned as intended during analysis. The patient had a controller exchange a few weeks prior which is covered under MFR#2916596-2022-13790 while not setting the clock on the new controller . The patient was found by ems with time of death on 29aug2022 at 12:18. The coroner said that patient passed away within the hour. Upon interrogation of the device, the controller was connected to the system monitor at 11:30 am while the controller time shows 12:03 am. The patient had a double power cable disconnect around 11 pm the night prior. The home care nurse arrived at the patient¿s house shortly after the ems around 12:30 pm and told the hospital that the patient had a double power cable disconnect but the driveline was still plugged in. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. Per provided information, a root cause of the clock not setting was determined to be the clinical team not setting the controller clock during a controller exchange, and a root cause of the no external power was determined to be ems disconnecting the power cables. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users that the backup battery should only be used in emergencies. Inappropriate use of the backup battery may lead to diminished run time during a power loss emergency. Heartmate 3 instructions for use (IFU) section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 the patient passed away. The patient was found deceased at 12:18 by emergency medical services (ems), and the coroner indicated that the patient had passed away within the hour. Log file analysis indicated that both power cables were disconnected around 23:00 the night prior. When ems found the patient, both power cables were disconnected but the driveline was still connected and there were no alarms reported. A review of the log files by technical services confirmed that both power cables had been disconnected, and the external backup battery was enabled. The system controller then reset, and the pump was off for the remainder of the log file. Related MFR # 2916596-2022-13556.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.